Manufacturer narrative:
Returned device was received in good physical condition but the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the force was found to be out of specifications due to wear and tear. The force sensor was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor test failure. There were no reported adverse events.